Event description:
T-12 "kyphoplasty" 6 weeks post burst fracture. Extravasation of cement on left for 2 cm into soft tissue. At 96 hours post op, bilateral distal weakness developed ascending over the next few days.